Manufacturer narrative:
(B)(6). See MFR 3012307300-2018-01074.

Event description:
It was reported that while using a portex® adjustable tracheostomy tube during insertion, the cuff failed to inflate the port balloon. The patient was in critical care and suffered moderate harm. The patient was returned to theatre. No further information was received patient outcome after further requests from follow-ups.